Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent revision breast augmentation with a 325cc mentor smooth round moderate profile and experienced breast implant deflation on her right side postoperatively. As a result, the device will be explanted on (B)(6) 2022.

Manufacturer narrative:
On (B)(6) 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 325cc breast implant had a crease/fold on the posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold measuring approximately 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 23, 2022, mentor became aware that patient experienced previous right side deflation, which is being reported separately under manufacturer report number 1645337-2022-03703. The replacement devices used on (B)(6) 2022 were sientra smooth silicone implants; catalog number 10621-415mp; serial number (B)(6) on the right side, and catalog number 10621-415mp; serial number (B)(6) on the left side. On march 24, 2022, photo evaluation was completed, it is summarized below: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. On march 24, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).